Event description:
Nellcor puritan bennett received info that suggests the device shut down while in pt use. The customer did not report any harm to the pt.

Manufacturer narrative:
Npb will notify FDA should further info become available.